Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2023, the consumer had a pcr test performed at a pharmacy and the result was negative. The type of test used was unknown to the consumer. On (B)(6) 2023. The consumer performed a covid-19 at-home test and the result was positive. The consumer had no symptoms. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).